Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the presence of residue after device reprocessing could have been caused by an incorrect reprocessing process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.